Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
During stone extraction, the web got broken and the customer thinks a piece of wire remained in the patient's urethra. Additional information received from customer (B)(6) 2013: they tried to retrieve the basket into the patient with endoscopic technicals which was complicated to handle. They advised the patient regarding this incident because after examination it seems its missing one of the three fibers. No additional information has been provided by the reporter.